Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of ¿poly degradation issues¿ as stated in the experience report. However, this cannot be confirmed as the device was not available for evaluation and the provided images of the tibial do not show signs of wear/delamination. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post initial left tka, the 72 y/o female patient had a revision due to the poly degradation issues. Patient's liner was revised. Patient revised to exactech device. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The device is not available for evaluation as it was discarded by hospital. No other patient information/medical history reported.